Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the cleaning, the drill bit was found broken. There is no patient involvement reported. This report is for one (1) 1.5 mm drill bit w/depth mark mini qc/96 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 310.507 , synthes lot number: f-18091 , manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 26.november 2015 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The visual inspection has shown that approx. 30mm from the fluted tip section is broken off. The broken off portion is bent close to the breakage spot. The ø 1.5 mm of the drill bit got measured. Drill bit diameter: d = ø1.5 0/-0.014 mm . Measured drill bit diameter = ø 1.49 mm. Conclusion: the measuring result does show conformity. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4112 as required and the measured harness was with 629 ¿ 640 hv10 within the specification of 600 0/+55 hv10. The broken surface is homogenous what indicates material conformity as well. Unfortunately, we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overload during use, or mishandling during the cleaning process did lead to breakage of the device. Based on our investigation, we conclude that the cause of failure is not due to any manufacturing non-conformances. It has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.